Manufacturer narrative:
A quote was provided for analysis and repair by onsite service personnel; however, the quote was rejected by the customer; therefore, the analysis and repair were canceled. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that during preventive maintenance the result of the nibp measurement was 200/160 mmhg instead of 200/150 mmhg. The device was not in use on patient at time of event; there was no adverse event reported.